Event description:
As reported during use the tip balloon of a fogarty catheter may have fallen off inside the brachial radial artery. The catheter balloon portion was noted to be disassembled upon removal. Per the physician it was left in the patients left forearm. There was no patient injury. The device will not be available for evaluation.

Manufacturer narrative:
The device was not available for evaluation, therefore, a product evaluation could not be completed. Without the return of the device, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. The device history record review was completed and documented that the device met all specifications upon distribution. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.